Manufacturer narrative:
This event occurred with a similar device in a foreign market and was not initially determined to be reportable in the us. After review and determination that the event met the criteria for us reportability this report is being submitted without undue delay.

Event description:
The customer states that the mask caused damage to her skin and that she has marks on her face. She states that she had to seek out medical attention for the red marks because she still had them 24 hours after using the mask with the cooling pads off and four days after using the mask with the cooling pads on.